Manufacturer narrative:
Qn # (B)(4).

Event description:
It was reported that, "there was a leak on the central line, this central line was not inserted anymore but was partially out of the vein, while the dressing was still applied and the wings sutured to the skin. The patient was no longer receiving most of his treatment, as one hole of the central line was out. At the time of insertion, the line was well positioned, that was checked by the x-ray control. The line was sliding into the wings. The incident had no serious consequences". Additional information indicated that catheter was changed and patient was immobilized, peripheral venous lines were inserted, and a monitoring x ray was then performed. The associated emdr report for the same patient is 3006425876-2025-00289. Other associated emdr report is 3006425876-2025-00257.

Manufacturer narrative:
(B)(4) the customer returned a 4-lumen cvc for analysis. Signs of use were observed inside the extension lines. Visual analysis of the catheter revealed that the box clamp assembly was returned and attached to catheter body. Sutures were observed on the box clamp. Visual analysis of the returned catheter, clamp fastener, and the clamp catheter did not reveal any defects or anomalies. There is no evidence to suggest that the catheter suture wings were also secured with sutures. The overall length of the catheter measured 218mm, which is within the specification limits of 207mm - 227mm per the catheter product drawing. The catheter outer diameter measured 2.93mm, which is within the specifications of 2.87mm - 2.97mm per the catheter extrusion product drawing. The catheter clamp inner diameter measured 0.114", which is within the specifications of 0.108" - 0.116" per the catheter clamp product drawing. The inner diameter of the clamp fastener measured 0.177", which is within the specification limits of 0.170" - 0.180" per the clamp fastener product drawing. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "use a catheter stabilization device, catheter clamp and fastener, staples or sutures (where provided). Use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary". The customer report of a catheter migration could not be confirmed based on evaluation of the returned sample. The catheter was returned with evidence of suturing to the box clamp; however, no evidence was observed that the catheter was secured by the juncture hub. The IFU provided with this product instructs the user "use catheter hub as primary securement site. Use catheter clamp and fastener as a secondary securement site as necessary." It could not be determined if the box clamp was used as the primary or secondary suture site. No dimensional issues were identified with the returned box clamp and a device history record review did not reveal any relevant issues with manufacturing. Based on these circumstances, the probable cause could not be determined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "there was a leak on the central line, this central line was not inserted anymore but was partially out of the vein, while the dressing was still applied and the wings sutured to the skin. The patient was no longer receiving most of his treatment, as one hole of the central line was out. At the time of insertion, the line was well positioned, that was checked by the x-ray control. The line was sliding into the wings. The incident had no serious consequences.". Additional information indicated that catheter was changed and patient was immobilized, peripheral venous lines were inserted, and a monitoring x ray was then performed. The associated emdr report for the same patient is 3006425876-2025-00289. Other associated emdr report is 3006425876-2025-00257.